Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue that the alarm did not power up when using new batteries. Eval revealed that the unit powers up when using an external power supply or a 9v adapter and passes all functional tests. In addition, the battery compartment and flat contacts have battery leakage residue and exhibit corrosion. Also the unit battery door is missing. (B)(4).

Event description:
Customer reported the alarm will not power on. The customer replaced the batteries with new supply and the alarm maybe missing the battery cover. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.